Event description:
It was reported that during implant surgery the septum plug on the sentiva lead header septum was dislodged. Surgeon attempted to reattach but was unsuccessful. Information was later received that the septum plug became partial detached when lead was inserted into generator and became completely detached once the hex screw was inserted to tighten lead in place. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Generator product analysis was completed and reviewed. Generator was returned due to detachment of components. The septum plug was not properly seated in the header as received. The septum cavity and septum were both within specification. The generator was subjected to and successfully completed a final electrical test. The generator operated according to functional specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional information has been received to date.

Event description:
Generator was received into product analysis. No additional relevant information has been received to date.